Event description:
It was reported that during a trial implant procedure, when the physician went to anchor the tined lead in the patient, was not able to advance the lead through the introducer. He was only able to advance the lead up to the second visual marker band and no further. The lead seemed to be blocked in the introducer. Both the lead and introducer were removed and a new lead and introducer used with success. No patient injuries were reported.

Manufacturer narrative:
(B)(4).